Manufacturer narrative:
This lead is not expected to be returned; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this patient in complete heart block presented for a pacing check, and loss of capture on the right ventricular (rv) lead was observed. The only symptom noted was the patient felt as they had prior to their device implant. The patient was admitted to the hospital and transferred to an implant center for a lead revision procedure. The lead was replaced and whilst attempting the extraction the helix got tethered. It straightened the helix and then released. The lead was extracted with no further adverse effects. The explanted lead will not be returned for analysis.